Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection of the returned complaint device revealed a crack at the top of the dome. Conclusion: the position of the crack on the dome indicates that the damage is most likely transport or storage related. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the breathing circuit did not pass the e360 ventilator leak test. It was reported that after the mr290v vented autofeed humidification chamber was exchanged, the breathing circuit passed the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is expected but has not yet been returned to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the breathing circuit did not pass the e360 ventilator leak test. It was reported that after the mr290v vented autofeed humidification chamber was exchanged, the breathing circuit passed the ventilator leak test. No patient consequence was reported.